Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from the healthcare professional (hcp) via the manufacturer representative (rep) regarding a patient implanted with an implantable neurostimulator (ins). It was reported that the patient experienced electrical sensation around the pocket. The patient had problems with charging and the ins became overdischarged. A physician mode recharge (pmr) was performed three times but it did not work. The battery depleted very quick. The patient has three different chargers to make sure the charger was not the problem. The ins was going to be explanted. No further complications were reported or anticipated.